Event description:
After receiving a negative test result from a home pregnancy test -htp-, pt researched the accuracy of these FDA-approved products online and was disturbed to find taht the "99% accuracy" claim of all these products is false, according to a study published in the american journal of obstetrics and gynecology in jan. 2004. As the study states, it is dangerous for a pregnant woman who receives a negative test result--and believes it due to the blatant claim of 99% accuracy--to not take appropriate steps towards a healthy pregnancy. Reporter feels it is unscrupulous to make such a fraudulent claim when the issue is a women's pregnancy. Rptr feels the FDA should demand that the mfrs clarify the accuracy of their products.

Event description:
Warner lambbert co, llc ("warner lambert"), which does business as pfizer consumer healthcare, received the above maude event report related to e.p.t. Home pregnancy test kit from FDA on 4/14/2005. As requested in FDA's cover letter, we are writing to inform you that warner lambert does not MFR e.p.t. Home pregnancy test kits. The test kits are mfg by unipath ltd in bedford, UK, for distribution by warner lambert under e.p.t. Brand name.